Manufacturer narrative:
(B)(4). Implant date: unknown day in (B)(6) 2012. Concomitant products: zimmer cat#00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length lot#62016794; zimmer cat#00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length lot#61908403. Foreign country: (B)(6). The device will not be returned for analysis, as it was requested but not returned by hospital; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03434, 0001822565 - 2021 - 03435, 0001822565 - 2021 - 03437.

Event description:
It was reported that the patient was admitted to the hospital due to a left hip arthritis approximately 9 years post initial implantation. Patient had a joint abnormality and pain that prevented him from walking, and an x-ray showed a ceramic fracture/fragmentation and a large amount of ferrous metal infiltrated inflammatory pseudotumor tissue in the hip cavity were seen. After repeated cleaning and irrigation, the head, liner and cup were removed and replaced. It was noted that the surgery went well. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: h2; h3; h6. Visual examination of the provided pictures identified the products still within the hip, covered in bio-debris, and surrounded by black tissue. No further evaluation can be made from the provided pictures. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: irregular contour of the ceramic head consistent with ceramic fracture. The acetabular cup abduction angle is elevated. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.